Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, 12c main drawer c1 and c3 had failed and was unable to recover. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device drawer failed. The field service engineer (fse) found that the full height drawer on the main unit and the cubie tray in row c had failed due to contamination. The fse replaced them with a new enhanced full height drawer, resolving the issue. The system functioned as intended after the field service engineer repaired the device.